Event description:
Customer report the grid drive encoder rubs against the optical sensor over time causing grid drive speed changes, in turn, causes image artifacts. (B) (4) says they have to go in and clean off all of the residue from the sensor that seems to solve the problem.

Manufacturer narrative:
Liebel flarsheim manufacturing report: l f product engineer discussed with the electrical design engineer the effects of the grid homing flag touching the sensor. The conclusion was that this sensor has nothing to do with grid speed. Speed is controlled by the motor encoder; it could only effect grid home position if any. This is the first time we have heard of this problem in over (3) years production. Possible issue could be the centering of the home position flag. Product engineer will follow the assembly operation the next time units are built and observe the centering of the home position flag. If centering of the home position flag is identified as the potential problem, then adjustments to the process will be addressed at that time as required.